Manufacturer narrative:
A ge service rep performed an onsite investigation. The sbc (single board computer) was evaluated and determined to be the cause. The part is no longer available as the system is end of life. No further service was performed.

Event description:
It was reported that the system would freeze requiring a reboot in order to continue. This resulted in a loss of imaging functionality. There is no report of injury or death associated with the event described in this complaint.